Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after their healthcare provider recommended a factory reset due to unstable glucose levels attributed by the user to pump maladaptation; support guided a factory reset, completed ilet setup, paired the dexcom g7 cgm and the ilet mobile app, and advised the user to wait for full cgm connection before entering weight to initiate bionic mode. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education without alerts or alarms and without escalation to emergency care. Investigation included customer interview, review of use and setup steps, and confirmation of cgm pairing. Investigation of this case revealed no device alarms and no hardware component failures observed during setup, with the issue considered user-reported glycemic instability of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking a device malfunction to the reported hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.